Event description:
It was reported the programmer was dropped and the screen is cracked. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the display screen overlay is cracked. Analysis also found the stylus tip easily pulls away from main body. Power cord bay and display hasp are broken. Concomitant medical products: product ID 2067l rf (radio frequency) head; product ID 229047 analyzer. (B)(4).